Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 10-oct-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine, bupivacaine, baclofen, dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of failed back surgery syndrome and spinal pain. It was reported that it was unknown if the catheter event had been confirmed. The patient had a normal pump replacement on (B)(6) 2018. The healthcare provider (hcp) was able to aspirate from cap however it was not free-flowing of cerebrospinal fluid (csf) and therefore they decided to replace the sutureless connector portion. When the representative read the old pump, it did not show the patient had a sutureless connector but when they went in to replace it, the patient was implanted with one. No patient symptom was reported. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The cause of catheter issue had not been determined. No further complication had been reported.

Manufacturer narrative:
Updated to reflect the information received on 2018-oct-19. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The cause of the tablet showing incorrect information was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.